Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the battery had gone into overdischarge after six days. The battery was implanted in the abdomen. An ap x-ray was taken to evaluate if the device is flipped, the patient was lying supine. The rep further reported that the power on reset (por) wasn't able to be cleared. The patient was able to charge the battery a couple of times but only for a couple of minutes before it would not be able to read the battery again. The physician decided that they would like to replace the battery and send this one for investigation. If additional information is received, a follow up report will be sent.

Event description:
The rep further reported that the troubleshooting performed was 5 physician restarts were performed on the battery. The implantable neurostimulator (ins) was replaced on (B)(6) 2016. The new battery was working well. The therapy was effective and the patient was doing well.